Event description:
The device was explanted for battery depletion.

Manufacturer narrative:
Device analysis revealed broken bond wire(s). One b+ battery bond wire was broken at the battery terminal and lifted from the hybrid bond pad. The other b+ battery bond wire was broken at the battery terminal. One of two #0 and #1 feed through bond wires and both #2 feed through bond wires were lifted from their resective hybrid bond pads. Both b- battery bond wires were lifted from the hybrid bond pad. Several other feed through bond wires lifted after the stimulator can was opened. There was good output on every electrode pair except when using the #2 electrode with any other electrode, then there was no output. The battery status was low, 2.20 volts, and 88-100% capacity used. An impedance test using the 8840 programmer gave unusually low results prior to the device being cut open; after being cut open the impedance results were again normal. The titanium was scratched and there were burn marks on the titanium can/insulation coating.